Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions, component code), h10. Additional fields: e1 (event site state: 190, event site postal code: (B)(4). A getinge field service engineer after checking the unit found that, the equipment prompted maintenance code 1, and the on-site inspection showed that the drive valve group was faulty and needed to be replaced. 5-6, the drive valve group (d104-00-0018 ) was replaced on-site, the alarm code disappeared, and the equipment function was restored. All functional tests of the equipment were carried out according to factory requirements, and the test results met the requirements. The equipment can be used and delivered to the clinic.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Due to character restrictions in block e1address : (B)(6). Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit prompted maintenance code 1. The department staff replaced the equipment on their own to continue treatment. There was no harm reported.